Event description:
A nurse reported than at intraocular lens (iol) was exchanged, due to a broken haptic. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 10/14/2009, 10/19/2009, and 10/29/2009 by phone, fax, and mail. A completed questionnaire had not been received. This report was mailed to FDA on: 11/04/2009.